Event description:
It was reported that the patient presented to the emergency room (ER) with flu-like symptoms on (B)(6) 2026. Blood culture was positive for mrsa and the patient became septic. The patient had a questionable cut on their left hand. On (B)(6) 2026, the right atrial (ra) and right ventricular (rv) leads were removed along with their pacemaker system. The patient tolerated the procedure and left the operating room (or) in stable condition. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".